Event description:
It was reported that the device upper pulse-limitation cannot be saved permanently. Customer reported that sometimes the highest saturation point is deferred. It was also reported that the alarm signal is not working although it is switched on, occasionally and the device is able to engage in patient monitoring. There was no patient involvement.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.